Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed, and it passed. A pairing test was performed, and it failed. The log was downloaded and reviewed finding an error related to the complaint. The allegation was confirmed. The root cause is a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. Data was provided for evaluation. The reported issue was confirmed via data. The root cause was determined to be the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.